Event description:
A healthcare professional reported via literature article published about, out of 51 eyes of 28 patients who had undergone cataract surgery with intra ocular lens (iol) implantation having previous history of age-related macular degeneration one eye in which the lens was placed had developed a posterior vitreous detachment postoperatively. Literature citation: akshaya lakshmi thananjeyan, extended depth-of-focus intraocular lens implantation in patients with age-related macular degeneration: a pilot study. Clin ophthalmology. 2024;18:451-458.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Literature citation: akshaya lt, extended depth-of-focus intraocular lens implantation in patients with age-related macular degeneration: a pilot study. Clin ophthalmology. 2024;18:451-458. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. No sample was available to return. Complaint history and product history records could not be reviewed because the literature report did not provide a lot number or any identification traceable to the manufacturing documentation. The root cause for the reported events could not be determined. This file was opened from a literature report extended depth of focus intraocular lens implantation in patients with age related macular degeneration a pilot study. One eye developed a posterior vitreous detachment postoperatively. The manufacturer internal reference number is: (B)(4).